Event description:
Arjo was informed about a customer complaint with arjo maxi sky 2 ceiling lift and kwiktrak ceiling installation system involvement. Following the information provided, when a caregiver was using the ceiling lift with a patient, the end stopper fell from the rail installation. The lack of end stopper did not lead to the ceiling lift detachment. Neither the patient nor the caregiver suffered any injuries.

Manufacturer narrative:
Arjo was informed about a customer complaint with arjo maxi sky 2 ceiling lift and kwiktrak ceiling installation system involvement. Following the information provided, when a caregiver was using the ceiling lift with a patient, the end stopper fell from the rail installation. The lack of end stopper did not lead to the ceiling lift detachment. Neither the patient nor the caregiver suffered any injuries. Arjo representative visited the customer facility after the event to inspect the device and repair the installation. Based on the information received from the service technician it seems that the end stopper wasn¿t tighten properly during the installation which took place in (B)(6) 2022 and was performed by arjo employees. The procedure how to correctly attach the installation components is described step by step in the track installation guide (document number: 001-11161-en) and consists of seven installation steps. The ¿step 4: track installation¿ includes the section ¿final adjustments¿ which describes in detail the process of the end stopper installation: ¿ use the clip to attach the end stopper to the middle part of the track. Slide the end stopper into the bottom cavity of the track, until you get the end of wire (¿). Insert the plastic end cap. Push back the end stopper until it touches the plastic end cap. To do so, use an allen key or a screwdriver, and push on the spring-loaded mechanism accessible by a hole on the bottom of the end stopper. When the spring-loaded pivoting portion is pushed upwards, the end stopper can move laterally. Verify if the self-locking mechanism is working properly by pushing the end stopper. If the end stopper does not move, tighten the setscrew using a 6mm allen key 20 n-m (15 lbf*ft).¿ additionally, the document includes a note: ¿the following 5 points are extremely important. Never forget to securely install the end stoppers.¿ following the information provided by the service technician, a possible cause of the incident was the human mistake when installers who were responsible for installing the kwiktrak rail installation forgot to tighten the end stoppers after attachment. To sum up, the system failed its performance specification since the end stopper of the kwiktrak rail installation with the maxi sky 2 ceiling lift fell out of the track while the device was being used. The complaint was decided to be reportable due to the fell out of end stopper that occurred during use and could lead to the ceiling lift detachment and serious injury.